Event description:
It was reported that the customer was hospitalized due to high blood glucose of 23 mmol/l and diabetic ketoacidosis. The customer had tried treating their high blood glucose with a bolus delivery, to no avail. The customer had removed the reservoir from the insulin pump at which point they had seen that insulin was running out of the reservoir, into the air and into the insulin pump. The customer had been wearing the insulin pump at the time of the hospitalization but had taken it off, so they were not wearing it at the time of the phone call. The drive support cap was normal. The customer stated that they could not see insulin between the o-rings of the reservoir. Both, the reservoir and the reservoir compartment were still wet from the insulin. The customer stated that their doctor told them the insulin pump needed to be replaced because it was faulty. The caller was advised that the infusion sets and reservoirs be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-30582.